Manufacturer narrative:
The bec applications specialist reviewed the data provided and determined the issue was not caused by the reagents or fluorescent antibodies. High hpcvs for flow check pro indicates laser alignment and/or fluidics issues. High tec temperature settings and laser misalignment caused high hpcvs on flow check control. The customer continued to use the instrument despite control failure (high hpcvs). The customer is instructed to run quality control check and ensure that specifications are met before running samples. The field service engineer (fse) confirmed high hpcvs when running flow check pro and performed laser alignment. The hpcvs decreased after the laser alignment. The fse also observed the tec temperature setting was three degrees centigrade (c) above the ambient temperature. The fse adjusted the tec temp to 1 degree c above the ambient temperature. The customer ran the sample with the unexpected populations and the same unexpected populations were still observed. A new sample was prepared with the same specimen, and no issues were observed when the new sample preparation was run. This indicates that there was most likely an issue with the sample preparation. The gallios is a research use only instrument. However, the navios flow-cytometer is a similar invitro diagnostics use (ivd) instrument which could experience the same issue. Bec internal identifier - case: (B)(4).

Event description:
The customer reported unexpected populations for pe and pc5.5 stained cell makers on the gallios 10c/3l. Feedback received indicates that erroneous results may have been generated for cd4-pe. The instrument was also failing flow check pro control for the blue laser. Erroneous results may have been generated for the event. There was no reported death, injury or change to patient treatment. The gallios is a research use only instrument and is not used to generate diagnostic patient results, however, there is a similar device (navios 10/3l), which is approved for invitro diagnostic use.